Event description:
Patient was revised to address acetabular cup loosening and pain. **update (B)(4) 2012 - medical records were obtained. Medical records indicate patient was revised due elevated metal ions, metallosis, metal fraying around trunnion. The head, stem, and sleeved were added to complaint.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds two other reports against the product and lot code combination since its release to distribution. A review of device history records by depuy (B)(4) finds the analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, no deviations or anomalies were found. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.